Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and led to an unexpected shutdown. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge during the load sequence. There was no adverse impact to the customer's blood glucose level due to the reported issue. Reportedly, the customer resumed insulin delivery and continued to use the pump for insulin therapy.